Manufacturer narrative:
The investigation determined that a higher than expected thyroid stimulating hormone result was obtained from a single patient processed using vitros immunodiagnostic products tsh reagent lot 7380 on a vitros 3600 immunodiagnostic system. The result was higher than expected when compared to the result from a non-vitros abbott alinity method using a separate sample from the patient. Based on historical quality control results, a vitros tsh lot 7380 performance issue is not a likely contributor to the event. There was no indication of a malfunction of the vitros 3600 system as vitros tsh historical quality control results were accurate and precise. However, as no diagnostic precision testing was performed on the vitros 3600 system, an instrument related issue cannot be entirely ruled out as a contributor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A sample interferent affecting the vitros tsh assay could not be ruled out as a contributing factor of the event as testing using antibody blocking tubes was not performed. A definitive assignable cause of the events could not be determined. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 7380.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected thyroid stimulating hormone (tsh) result was obtained from a single patient processed using vitros immunodiagnostic products tsh reagent lot 7380 on a vitros 3600 immunodiagnostic system. The result was higher than expected when compared to the result from a non-vitros abbott alinity method using a separate sample from the patient. Sample 3 vitros tsh lot 7380 result of 4.85 uiu/ml (hypothyroid) vs sample 2 non-vitros abbott tsh result of 3.47 uiu/ml (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tsh assay result was not reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).